Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. While the customer reported poor contact on the video cable connectors, sometimes need to be shaken to get an image, the device evaluation found there was one broken contact pin inside the video cable connector which was broken resulting in the no image issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had poor contact on the endoscopic interface, sometimes it would need to be shaken to get an image. No procedure and no patient involved as the issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the report poor contact was confirmed, and it is presumed that the pin inside the video connector is broken became one of the causes. However, root cause could not be determined. Olympus will continue to monitor field performance for this device.